Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and vibrating. Customer stated the battery was changed multiple times, but the issue was not resolved. Contacts on battery cap were not missing nor damaged. Customer stated display was not return after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=clear device was returned for audio anomaly and blank display found on jul 04, 2021. Thus and carelink software was utilized and downloaded trace/history files properly. Device passed displacement test, active current measurement, sleep current measurement, and self test. No blank display noted during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No power alarms noted in the pump history/trace files. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No pump error 63 or audio anomalies noted during testing. No pump error 63 alarms noted in the pump history/trace files on the event date or anywhere else. Peeled keypad overlay and no physical or moisture damage noted on the u1 chip. However, pump was cut open to perform visual inspection and found evidence of moisture damageon the electronic assembly(pcba 1) board. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked retainer, cracked case, cracked case(battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. Blank display not confirmed. Audio anomaly not confirmed during testing or in the pump history/trace files. Moisture damage confirmed on the pcba 1 board. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.